Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Please confirm the number of sutures that broke during this procedure. The suture breakage has occurred 4 times while doing surgery. When did the suture break (in the package, during removal from the package, during handling before use on patient or during use on the patient)? Please specify the suture was inserted and when trying to close it broke. The second time it occurred I called the company that we had purchased the suture from, covetrus. Lot # qgmcss. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Note: events reported on mw# 2210968-2024-00458 mw# 2210968-2024-02950, mw# 2210968-2024-02951, mw# 2210968-2024-02952. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported an animal underwent an unknown procedure on (B)(6) 2023 and suture was used. Suture is breaking under regular tension.¿ additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: h6 type of investigation (b18 - device discarded).